Event description:
It was reported that the customer was at the emergency room due to diabetes ketoacidosis and high blood glucose of 497 mg/dl. It was stated that the customer was vomiting. It was stated that the customer's blood glucose was treated with the insulin pump and a manual injection. The caller stated that when the infusion set was taken off, the cannula was not in his body, and he was not getting any insulin, which caused his glucose level to elevate. It was stated that the doctor recommended trying a new infusion set. The customer's most recent glucose reading was 102mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.